Manufacturer narrative:
Based on the info received and the visual functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the cartridge loaded on the instrument was the original cartridge shipped with the instrument. All the drivers on the cartridge were in the up position indicating that the instrument had been fired through a complete firing stroke. Additionally, it was noted that the proximal three drivers were up higher than the other drivers. Due to the condition of these drivers and the instrument being the original cartridge shipped with the instrument, it appears possible that an attempt may have been made to fire a spent cartridge. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted.

Event description:
It was reported during an excision of an abdominal wall mass a tlc75 fired once. After reloading the lever would not raise in attempts to fire again. A second tlc75 was opened to complete the case. There was no consequence to the patient.